Event description:
It was reported during the implant procedure that the lead impedance measured greater than 2000 ohms, the threshold was higher than 2.0 volts at 0.5 ms, and the r wave sensing was less than 5 mv. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection revealed that the defib conductors were distorted; full lead returned and analyzed.